Manufacturer narrative:
The complaint of a subcutaneous leak is confirmed. During functional testing of the distal section, a leak was observed at the surecuff site. There is no evidence of mfg defect on the complaint sample; however, damage found on the distal section of the catheter contains characteristics that are consistent with breakage secondary to exceeding tensile strength. Microscopic examination of the tubing at the surecuff site reveals a partial tear in the tubing. The break site is jagged, irregular with a granular veneer. Probing the break site with a yellow vein pick exhibits a partial tear in the inner tubing. It should be noted the surecuff is missing from the complaint sample. The complaint incident questionnaire gives no info if there was any difficulty during the removal of the device. It is possible there may have been a cumulative weakening effect on the tubing during removal, causing the partial tear at the surecuff site: however, at this time, the mechanism of this damage is undetermined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
During investigation, a subq leak was found distal to the surecuff. Use 3 cc syringes of saline when needed following medications administration. Flushes given per pump.